Manufacturer narrative:
Zoll medical corporation has received the product and wil be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a female patient for cardiac arrest, the device displayed an unknown "pacer fault" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.